Event description:
The customer stated that she lost consciousness and had to be hospitalized due to hypoglycemia. Troubleshooting was performed and the programming on the insulin pump was correct. It was found that the customer was priming the insulin pump correctly, and that the insulin pump was reading the reservoir volume accurately. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.